Manufacturer narrative:
The device was not returned for product analysis. Although the device was not returned for analysis, boston scientific performed an investigation with all available information. An unresponsive touchscreen is a known and anticipated potential hazard that can occur during use of the device. Which is accounted for in device risk documentation and labeling. Boston scientific has received similar reported events where the latitude programmer screen became unresponsive to touch. And a complaint review confirmed, that the occurrence of harm associated with these events is low. Investigation of this behavior has not found any commonalities (i.e., device serial numbers, date of the event, date of manufacture, etc.) In the reports received.

Event description:
It was reported, that the programmers screen was not responsive. Problem fixed after turning on and off, but the issue is recurring. Technical support recommended to ensure that the user is not touching, the touch-screen during boot-up. As that can result in the touch-screen not being responsive. The technical support also recommended, if they continue to observe the touch-screen, is not responsive to return the programmer for repair. To date the programmer was not returned for analysis. No adverse patient effect was reported.